Event description:
It was reported that the patient was informed on (B)(6) 2014 at the follow-up appointment after a pump revision (see manufacturer report # 3004209178-2014-17457 ) that she developed an infection. At this time it appeared the pump had not yet delivered any drug as it had not been filled yet with any drug. Additional information had been requested to verify event details such as interventions, resolution, and current patient status. However, this information was not available at the time of the event. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).